Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device energy output was incorrect. The customer advised that during testing by their biomedical engineering department, the device was unable to deliver more than 70 joules. In this state, inadequate or wrong defibrillation therapy would be delivered to the patient. There was no patient use associated with the reported event.